Event description:
User reports one pt with discrepant calcium results. User states date of occurrence is unknown. Initial result 8.1 mg/dl, repeat 8.9 mg/dl. Initial result was reported, pt was not adversely affected. The field service representative determined contamination to be the cause and decontaminated the analyzer with clo2. The field service representative also replaced the degasser tank and adjusted the rinse water level on the cell rinse unit. Performance tests were performed.